Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an overdose. The symptom reported was somnolence. The symptoms occurred on (B)(6) 2011 following a new pump and catheter implant. The pump and catheter implant occurred on (B)(6) 2011. It was further reported that the cause of the patient's overdose was that the concentration of the drug filled in the patient's pump was too high. The patient's health care provider replaced the drug with a lower concentration refill. The patient was kept in hospital following the refill until the symptoms cleared up. The patient was been fine since the refill. The drug in the pump at the time of the event was morphine.